Manufacturer narrative:
Date of explant is estimated. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective stimulation. As a result, the implantable pulse generator was explanted. Patient did not consent to further outreach. No additional information is available.